Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope image was slightly green during a therapeutic tamis (transanal minimally invasive surgery) residual proctectomy. After switching to another endoeye, the green image was resolved; however the image was still pale. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The customer informed that the device was inspected by the medical engineering team and was working as intended; therefore will not be returned to olympus. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope image was slightly green during a therapeutic tamis (transanal minimally invasive surgery) residual proctectomy. After switching to another endoeye, the green image was resolved; however the image was still pale. The procedure was completed. There were no reports of patient harm.